Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 1/13/2020. H3 evaluation: it was received for analysis an empty opened box with eight unopened samples of product code mcp823, lot phz925. During the visual inspection of eight unopened samples, no defects were found on the packets. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or breakage suture were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. The reported complaint could not be verified. Representative samples returned to support investigation of suture breakage device issues captured in reports 2210968-2019-90930, 2210968-2019-90931. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot phz925, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture snapped under no pressure. There were no adverse patient consequences reported. No additional information was provided.